Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, with very restricted and remodeled anterior leaflet due to the presence of severe calcific secondary chords, long posterior leaflet, and lateral orifice residual area of around 4cm2. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On an unknown date, an echocardiogram was performed and revealed that mr had increased to a grade of 4+ on (B)(6) 2025, a second mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 4.